Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians description, the complaint event is most likely related to the patients anatomy (i.e. Severely calcified lesion).

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was chosen for treatment of a severely calcified lesion. After pre-dilatation it was not possible to place the synsiro. Due to the severe calcification the synsiro dislodged from the balloon in the proximal part of the vessel. The dislodged stent could be fixed by another stent.